Event description:
Pt reports being treated for iritis after use of the device. Pt reports the contact lenses used were either torn through the middle or had small cuts in the sides. Pt believes he developed iritis as a result of micro treats on the lenses. The ophthalmologist was contacted who confirmed having a pt with this name in their database, however to date, the ophthalmologist has not verified the event.

Manufacturer narrative:
The event has not been verified by the ophthalmologist. The complaint investigation is ongoing and a follow up report will be submitted.